Event description:
The distributor reported that the scrub tech in surgery hooked the long line of the ambit cassette to the medibag and the short line to the wound catheter. The pt reported to the distributor that there was blood backed up into the medibag. There were no reports of any adverse pt events associated with this malfunction.